Event description:
I received the miradry treatment in 2016. It resulted in loss of flexibility (cording) under my arms. This caused shooting pain when I raised my arms. I also believe I've experienced permanent nerve damage leading to loss of sensation under my armpits. I'm concerned that cording may lead to other more serious conditions later in life. And the worst part: the treatment was completely ineffective. The MFR hides behind the fact that the treatment requires two visits, but I would never go back for a second treatment after my experience. This is a dangerous device and should be removed from the market. I have a picture of the product. FDA safety report ID# (B)(4).